Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 172 and 135mg/dl. The customer's expected fasting blood glucose test result range is 80 to 115mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 145 and 124mg/dl using true metrix air meter. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer stated he was in good health.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 172 and 135 mg/dl. The customer's expected fasting blood glucose test result range is 80 to 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 145 and 124 mg/dl using true metrix air meter. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer stated he was in good health.